Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an ipg replacement procedure wherein a non-rechargeable pig was implanted. The patient was doing well operatively. The explanted device was disposed at the facility.